Event description:
A user facility administrator (fa) reported the transducers constantly fail resulting in patient time interruptions. The chambers are emptying and air is being introduced into the system. Upon follow up, the facility administrator (fa) stated the transducers become flooded either at the beginning or mid treatment since a month ago after receiving newer combisets. The 2008t machines alarmed with an unknown alarm. The staff reported the combisets become clotted or wet when the issue occurs. Fresenius dialyzers were in use at the time. The fa confirmed there were no issues during priming. The combisets had no defects or damage noted on the devices during set up. There were no loose connections found. There were no changes in pressure that could have caused the issues. There were no external leaks visually observed. All patients that experienced this issue did not have and blood loss. The fa confirmed there were no patient injuries and no medical interventions were required as a result of the reported events. The patients completed treatments after being re-setup with old combiset transducers on the same machine. The patients' information was unavailable. The fa confirmed that the actual samples have been discarded, however could not confirm if companion samples were available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.